Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01033. Follow-up information indicated reprogramming was able to provide effective therapy. Patient has decided to not pursue any intervention at this time.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01033. It was reported the patient is experiencing ineffective stimulation. Reprogramming has been unable to provide effective therapy. X-rays were taken and indicated the leads had migrated. Surgical intervention is to be taken at a later date.